Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up and down arrow buttons were not working and required hard presses to respond. The reporter indicated that the patient wore the pump on the outside of clothing and the pump was cleaned with a washcloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.